Event description:
It was reported that a revision surgery was performed due to non union of fracture.

Event description:
It was reported that a revision surgery was performed due to non union of fracture and a suspected infection.